Event description:
The customer's daughter stated they received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter had been lower than normal for the past five weeks so they decided to compare the meter to a roche professional meter at the clinic. The result from the roche professional meter was 2.2 inr and the result from the meter was 1.6 inr. The same puncture was used for both tests. The second drop applied to patient's meter was not applied within 15 seconds. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no diet changes, no new medications, no new illnesses, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.